Manufacturer narrative:
Section d4: the account was unable to provide the device serial number. Manufacturer's investigation conclusion: the reported event of lines in the lcd was not confirmed. The system controller was not returned for analysis. Additional provided information communicated on 02dec2020 stated that the no product was indicated to be returning. It was also stated that there was no information on when the controller exchange occurred. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a controller exchange took place. Per clinical specialist, the previous controller had vertical lines which caused the lvad parameters to be not visible. The site does not have the information from hospital when the controller change occurred.